Event description:
It was reported by the hcp that during a transurethral needle ablation of the prostate the needles on the prostiva handpiece would not retract. No serious injury to the patient was reported.

Manufacturer narrative:
(B)(4) to date the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.